Manufacturer narrative:
Additional information: there was 1 investigation completed during this period. Breakdown of 1 investigation is as follows: (B)(6) - haptic detached, haptic stuck to optic, lens damaged. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: the specific event associated with serial number (B)(4) was reported as haptic detached, stuck in cartridge. The investigation was not completed and is pending for this time period. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 1 malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.